Event description:
It was reported that 10 bd smartsite¿ needle-free connectors were blocked during use. The following information was provided by the initial reporter, translated from chinese: "in the department of cardiology, when preparing to use the product to connect the infusion set, no fluid was found."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-apr-2023 . H6: investigation summary three 2000e china samples were received without packaging for investigation one empty packaging was also received from lot 22046173. The feedback provided by the customer suggests occlusion was detected during attempted infusion. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by connecting them to a 50ml bd plastipak syringe from stock and flushing with fluid; in each instance, the piston of the smartsite opened and no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22046173 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd smartsite¿ needle-free connectors were blocked during use. The following information was provided by the initial reporter, translated from chinese: "in the department of cardiology, when preparing to use the product to connect the infusion set, no fluid was found."